Event description:
It was reported that the atrial lead had rising thresholds that were also high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195, implantable pacing lead, (B)(6) 2008; d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2012; 3058, interstim urinary mgu ipg, (B)(6) 2009; 3889, interstim urinary mgu lead, (B)(6) 2009. (B)(4).